Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on before and after a new battery change. The pump also alarms change battery quite often. The customer's blood glucose reading was 279 mg/dl at the time of incident. Troubleshooting found that there was no visible damage on the pump or inside of the battery compartment. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with high sleep current at .19 amps; the problem was isolated to the printed circuit board area 1. Slight corrosion was also found at the battery tube however, no power loss alarms were noted during our testing. The insulin pump passed self-test and displacement test. The insulin pump had broken belt clip rail, minor scratched lcd window, case and keypad overlay.